Event description:
It was reported via voluntary medwatch that a hemodialysis (hd) patient experienced a dialyzer reaction during treatment while utilizing the fx coral fx80 dialyzer. The patient¿s treatment was initiated on (B)(6) 2025 at 0609 local time. The patient¿s pre-treatment vital signs were blood pressure (bp) 168/69, pulse (p) 88, respirations (r) 18, and temperature (t) 95.6. The treatment was started utilizing a fresenius 2008t machine, fx coral fx80 dialyzer, combiset bloodlines, normal saline, dialysate of granuflo 2.0k, 2.5ca, 1.0mg, 100 dextrose, and naturalyte bicarb. At 0842 the patient reported itching. The patient was administered oral (po) benadryl 25mg. Treatment was continued. The patient verbalized relief from the itching at approximately 0903. Treatment was completed at 0955. The patient¿s post-treatment vitals were bp 133/89, p 95, r 18, and t 97.0. The patient was discharged home alert and oriented. The fx coral fx80 was added as an allergy. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation, and the batch number was not provided. A review of the instructions for use (IFU) and/or label was performed. The described situation is adequately addressed in the IFU. The cause of the reported issue cannot be confirmed based on the information currently available. In the past for similar cases, extraction of retained samples showed no unusual residuals which could lead to the reported reaction. Therefore, it is assumed that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. A review of the relevant quality documents related to the batch was not possible as no batch number was provided. Without a known batch number, the retention sample analysis was not possible. Based on the available information, the reported complaint was unable to be confirmed. Clinical investigation: based on the available information, there is a temporal and a possible causal relationship between the fresenius fx coral fx80 dialyzer and the patient¿s reaction (characterized by itching) with the administration of benadryl as the reaction was reported to have occurred during treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. There is no evidence of an fx coral fx80 dialyzer product deficiency or malfunction, but rather a possible bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency the fx coral fx80 dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.